Manufacturer narrative:
(B)(4). The device history review for the product taut intraducers 10/bx7.5 fr x 3.5 lot #73d1700302 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When this is being used for a procedure and the catheter is being passed through cap with the diaphragm, this little diaphragm piece is falling out. Previously, we have had it fall into the patient twice, today it just fell out before the introducer was placed in the patient because the surgical tech was checking it first before using it.